Event description:
7fr introducer x 2 (st. Jude) would not allow lead to pass thru. Appears the lumen is too small.======================manufacturer response for classic sheath, (brand not provided) (per site reporter).======================rep scott beil was in the room. The product is made by merit medical but purchased through st. Jude. I have e-mailed him all information for credit. Cat#cls-1007 lot#q622994. Exp 2018-04 for a quantity of 2 ea. The sheath was too narrow and the surgeon had difficulty passing the guidewire.